Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump were ramping up when attempting to bolus. Customer's blood glucose reading at the time of the call was 184 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device had cracked case at display window corners, reservoir tube, reservoir tube window, end cap, and battery tube threads. The device also had minor scratched display window and missing end cap sticker.